Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 5 years post initial procedure, the patient presented with abdominal pain. A type 1a endoleak with aortic neck dilation and a type 3a endoleak were identified. A re-intervention was performed on (B)(6) 2020. The physician elected to implant an afx2 bifurcated stent graft, three afx vela suprarenal stent graft extensions, and an afx vela infrarenal stent graft extension to resolve these events.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac expansion, type 1a and type iiia endoleak (aortic), and secondary endovascular procedure was confirmed. The contributing factors for the sac expansion was most likely the type 1a and type iiia endoleak. The contributing factors for the type 1a and type iiia aortic could not be determined due to a lack of the relevant medical information (pre/post-CT, operative notes initial implant); of which, several requests were made with a response of denial was received due to patient authorization requirements. Additionally, the suspected aortic rupture post-secondary endovascular procedure could not be confirmed. The procedure related harms identified from the discharge summary were cardiac arrest and possible aortic rupture post-secondary endovascular procedure which was successfully treated. The final patient status was reported to be discharged one day post re-intervention. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.